Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10209, 1221934-2017-10210.

Event description:
This email was sent to depuy mitek via email my son was intervened on (B)(6) 2011. After several months he started to have health problems. At last they seem to be because some allergic reaction to some metals (he also have two dental implants). In order to get a melisa test done to clear the very cause of his disease we need to know the exact composition of the knotless suture anchor (arthroscopic) used in his intervention. I send you the references attached.

Manufacturer narrative:
The device remains implanted in the patient; therefore are unavailable for physical evaluation. It was reported that the patient experienced a reaction, potentially related to the knotless suture anchors implanted several months earlier on november 11, 2011. A direct correlation between the device and the adverse event cannot be confirmed and a root cause for the adverse event that the patient experienced cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10209, 1221934-2017-10210.

Event description:
This email was sent to depuy mitek via email my son was intervened on (B)(6) 2011. After several months he started to have health problems. At last they seem to be because some allergy reaction to some metals (he also have two dental implants). In order to get a melisa test done to clear the very cause of his disease we need to know the exact composition of the knotless suture anchor (arthroscopic) used in his intervention. Per information received from ous medical safety on december 12, 2017, the father has been contacted for additional information regarding the patient's status and treatment, but no response was received. This is report 3 of 3 for (B)(4).